Manufacturer narrative:
The customer returned a cf-hq190l videoscope with serial # (B)(4) for an evaluation. The manufacturer attached the scope connector to a test clv-190 (light source) and there was no problem found. The video images could be observed on the monitor screen. The power on the test units (clv-190 and cv-190 video processor) were still on and stable; no anomaly observed during testing which the manufacturer was unable to confirm portion of the users¿ complaint. Further testing, the scope insulation test was performed on the insertion tube and the reading was 9v, which was still within the manufacturer¿s servicing standards; standard reading = 5mo. A c-cover insulation testing was performed and the reading value was ¿0¿, which failed the resistance tests. Resistance testing performed with a mega-ohm meter 1000v tester. The manufacturer performed a diagnostic testing on the c-cover due to the fail resistance and observed smoked and sparking on one of the pins. This confirmed the users¿ complaint of ¿scope sparked¿. This phenomenon was attributed to a pinhole on the c-cover pin. Additionally, the manufacturer performed a visual inspection on the scope and found non-manufacturer¿s parts assembled. The non-manufacturer¿s parts were the bending section adhesive, c-cover adhesive, bending cover and the bending cover threads. According to the servicing history, the most recent repair was performed on (B)(6) 2018, a 28d (full factory refurbishment level iii) due to multiple non-manufacturer¿s parts assembled onto the scope. The scope ID had a reading of 521 uses. The scope ID now has a total accumulation of 264 usages. Based on the evaluation and findings, there is physical evidence of non-manufacturer¿s parts and unauthorized repairs performed on the scope found during inspection. The manufacturer determined the cause of the reported phenomenon was attributed to unauthorized 3rd party repair operations which compromises the characteristic of the scope resulting in the users¿ experience.

Event description:
It was reported that the scope while plugged into the machine caused the power to go out in the operating room.

Manufacturer narrative:
The nurse further reported that the failure occurred in the middle of the procedure. The nurse noted that after the scope was connected to the tower, they noticed that water was coming out of the connection plug area of the scope. The nurse could not provide information regarding the other equipment used in the procedure. The scope tower got water inside of it due to the scope leaking water. The connections were checked and found to be secure but they were not dry. She is unsure if lube was used. They use an automatic endoscope reprocessor and did not have any further information regarding the patient or procedure.